Event description:
It was reported that this patient was pronounced deceased due to cardiac arrest. Technical services (ts) reviewed device episode data and of this cardiac resynchronization therapy defibrillator (crt-d) and found that there was some under-sensing of the coarse ventricular fibrillation (vf) as well as some inappropriate pacing during the stored ventricular episodes. It was noted that the device provided therapy as programmed. There was an inappropriately stored atrial tachy response (atr) episode due to far-field oversensing of the ventricular pacing signals by the right atrial (ra) lead. No additional adverse patient effects were reported. Currently, this crt-d system remains implanted but no longer in service.